Manufacturer narrative:
The insulin pump alarmed unexpected restart after battery installation due to connector on interface board leaking voltage. The device had cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer received a unexpected restart alarm. The customer stated the alarm occurred after a battery change. Customer's blood glucose was 154 mg/dl. Customer requested to have their insulin pump replaced. No additional information provided.